Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) receiving morphine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported by the patient that on (B)(6) 2015 the patient got an abscess on the front and staph on the back. Per the patient, the implant system was removed to resolve. A total system explant was performed as an intervention. The explant was in (B)(6) 2016. The patient's explant system was removed in the past and they no longer had the pump. No further complications were expected or anticipated.